Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, infection, pain, inflammation. Patient called with pain, implant was loose; removed - guided bone regeneration completed for future placement.